Event description:
Patient noted peripherally inserted central catheter (PICC) was leaking/bleeding. Two horizontal slits in clear tubing 0.5-1cm apart. Blood backing up into PICC bleeding from slits. Required PICC removal and new PICC placement. Increased monitoring for bacteremia recommended. Needed x-ray for new PICC due to atrial fibrillation (a-fib). On home administered IV antibiotics.